Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to receive a blank screen when he attempts a bolus delivery, then screen would turn back on. Customer also states that belt clip broke and insulin pump swings and bumps into things. Customer states the battery cap is damaged. Customer's blood glucose was 143 mg/dl. After customer received battery cap, he continued to receive the same issue. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.